Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they got hospitalized due to low blood glucose on (B)(6) 2018 with unknown blood glucose levels at the time of the incident. The customer's blood glucose was untraceable at the time of the incident. The caller did not mention how the customer was treated. The customer experienced symptoms such as being unresponsive. The customer was wearing the insulin pump during the incident. It is unknown if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. The caller believes the pump malfunctioned and over delivered insulin. Troubleshooting was not completed. The insulin pump will not be returned for analysis.